Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high pacing impedance. The physician suspected that this might be caused by lv lead damage. Programming changes were performed and will continue to be monitored. There were no patient consequences.